Event description:
Rptr alleged obtaining discrepant blood glucose values of 254 mg/dl back to back with a result of 122 mg/dl when testing was performed 5 mins apart on the advantage sys. Rptr stated she took her normal insulin dosage at the time, however, the medication is not based on the sys readings but taken once daily. No other actions were reported or treatment rec'd. A request was made for the return of the suspect prod and replacement prod was sent.